Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filled with hydromorphone 30mg/30ml when solution leaked at the luer lock of the injector in the vial. The vial was replaced and the filling was resumed. Though requested, no add'l info was provided.